Manufacturer narrative:
Block h6: device code a0401 captures the reportable event that the front of the device split. Block h2: block a4 has been updated based on the additional information provided on december 23, 2024.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was to be use in the biliary tract during a common bile duct stone procedure performed on (B)(6) 2024. During procedure, the trapezoid rx was inserted into the patient's body. When opening the basket, the front of the device was found split. Another trapezoid rx was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition following procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event that the front of the device split. Block h2: block a4 has been updated based on the additional information provided on december 23, 2024. Block h11: the returned trapezoid rx was analyzed, and a visual and microscope inspection found the device was without any visible damages. The device was actuated, and the basket was able to extend and retract. The basket wires were not broken. The reported event of basket wires break was not confirmed. Based on all available information, the investigation conclusion code is no problem detected since the unit returned did not show evidence of the alleged issue or any defect that could have contributed to the event reported.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was to be use in the biliary tract during a common bile duct stone procedure performed on (B)(6) 2024. During procedure, the trapezoid rx was inserted into the patient's body. When opening the basket, the front of the device was found split. Another trapezoid rx was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition following procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was to be use in the biliary tract during a common bile duct stone procedure performed on (B)(6) 2024. During procedure, the trapezoid rx was inserted into the patient's body. When opening the basket, the front of the device was found split. Another trapezoid rx was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition following procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event that the front of the device split.